Manufacturer narrative:
E1: facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, for the subject device. The scope was not registering, when connecting to tower and displayed a black screen. The issue occurred, during preparation for use. There were no reports of patient harm.

Event description:
It was reported, for the subject device the scope was not registering when connecting to tower and displayed a black screen. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. The device evaluation found leakage on video cable, cracked video connector, and sharp dents and scratches on distal end. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.